Manufacturer narrative:
Batch review performed on 06.05.2021: lot 130617: 40 items manufactured and released on 26-apr-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs manager: femoral component revision performed 7.5 years after primary cementless total hip arthroplasty in (B)(6) year old woman. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by r&d project manager: looking at the image attached to the complaint it is visible that the whole ha coating on the stem body has been correctly completely absorbed by the patient bone as expected. Some scratches and signs are present on the neck and taper part probably due to the revision surgery. It is not possible to determine the root cause of the reported loosening.

Event description:
7 years and 5 months after the primary surgery the surgeon revised the stem due to mobilization.